Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that occurred during the procedure. During post procedure observation it was noted that the patient had a cardiac perforation which lead to a pericardial effusion. The patients blood pressure dropped and the physician performed a pericardiocentesis and drained blood from the patient. The physician removed 600-700ml of blood from the patient, but the effusion did not improve. The patient was then brought to cardiac surgery where a thoracotomy was performed. The laa of the patient was ligated and the effusion was repaired. The patient did not wake up and was sent to the critical care unit for observation. Two days post procedure the patient died of disseminated intravascular coagulation (dic) shock.